Manufacturer narrative:
The customer inspected in the analyzer and washed the arc, probe. Washing of the arc, probe resolved the issue. A review of the architect i2000sr, serial (B)(4) revealed no additional erratic or discrepant patient results. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the i2000sr tracking and trending did not identify any trends for the complaint issue. A review of tracking and trending for the arc, probe did identify any trends for the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the arc, probe or the architect i2000sr processing module for serial (B)(4) was identified.

Event description:
The customer reported a false positive architect total b-hcg result for one patient. The following data was provided (reference range: < 5 miu/ml is negative): on (B)(6) 2020 sid (B)(6) initial result = 35489.79 miu/ml, repeats = 149 miu/ml and <1.2 miu/ml, urine hcg colloidal gold was negative, no impact to patient management was reported.